Manufacturer narrative:
The device has not been yet evaluated for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the surgery, a communication failure occurred and the device did shutdown. It was found that the communication wire from the force sensor was pinned in a robot arm joint. The wire was cleared and the robot was restarted. Surgery proceeded without further communication failures.

Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The result of the investigation point out that the root cause is obstruction of the joint due to design and placement of the optical distance sensor wire.

Manufacturer narrative:
In section 'adverse event or product problem', the block 'date of event' is corrected: the correct event date is (B)(6) 2017.